Event description:
Study investigator contacted dexcom technical support on (B)(6) 2014 to report that the patient's sensor gave inaccuracies on (B)(6) 2014. Study investigator claims the patient's device read both higher and lower than the fingerstick values. Study investigator did not report any injury or medical intervention at the time of contact with dexcom technical support.